Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen therapy (concentration and dose unknown) via an implanted pump for intractable spasticity and multiple sclerosis. The event date was unable to be obtained. The issue being reported was an old pocket site infection. The pocket was previously infected. The hcp previously explanted an infected pump on (B)(6) 2016 and implanted a new pump on the other side of the abdomen. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.